Manufacturer narrative:
Additional mdrs from this article: 3025141-2018-00130: case 1, 3025141-2018-00131: case 2, 3025141-2018-00132: case 3, 3025141-2018-00133: case 4, 3025141-2018-00135: case 6, 3025141-2018-00136: case 7, 3025141-2018-00137: case 8, 3025141-2018-00138: case 9, 3025141-2018-00139: case 10, 3025141-2018-00140: case 11.

Event description:
Patient with fractures of the radius or both the radius and the ulna was treated with intramedullary nails. There was complications in that there was early rupture of the epl tendon in the postoperative third week. The article does not indicate what treatment was given. Reference: the effects of radial bowing and complications of intramedullary nail fixation of adult forearm fractures. Ali cagdas yorukoglu, ahmet fahir demirkan, alp akman, ali kitis, hande usta. Joint diseases and related surgery. 2017; 28(1):30-34.